Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that the patient's implantable pulse generator (ipg) could not be interrogated at device follow up. A second programmer was used and the device still could not be interrogated. It started to read but lost contact. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed.analysis was performed and no anomalies were found.

Event description:
Furthermore, the device was explanted and replaced.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.